Manufacturer narrative:
Continued: e1- phone number: (B)(6). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade iii, rupture, granuloma, lymphadenopathy, migration.

Event description:
Healthcare professional reported left side rupture, capsular contracture, " left axillary lymph nodes with cortical thickening of up to 12mm", silicone migration, granuloma, inflammatory lymph node, device has been explanted.

Event description:
Healthcare professional reported left side rupture, capsular contracture, " left axillary lymph nodes with cortical thickening of up to 12mm", silicone migration, granuloma, inflammatory lymph node, device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Silicone migration: unable to observe as it is a medical event that is not related to the device. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. Granuloma: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.